Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the correct manufacture date for the ventralex st mesh. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of an incisional hernia, a ventralex st mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the recurrent hernia after the ventralex st allegedly failed and to remove the ventralex st, which was infected. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported. To date no medical records have been provided. The information provided alleges the patient experienced hernia recurrence and infection. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum 1: addendum to the previous report. This supplemental emdr is being sent to provide the correct manufacture date for the ventralex st mesh. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum 2: this supplemental MDR is submitted to document additional information provided. Based on the available information, no conclusion can be made. Per medical record provided, about 5 months post implant of ventralex st and phasix st (device#3 and device#4), patient was diagnosed with pain, abdominal wall fluid collection, abscess, chronic seroma, drug resistant bacterial infection and underwent the explant of both the meshes. The instructions-for-use supplied with the device lists seroma and pain as possible complications. This supplemental emdr was submitted to represent the ventralex st (device #3). An additional emdr was submitted to represent the two sepramesh ip meshes (device#1 and device#2) and phasix st mesh (device#4).

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of an incisional hernia, a ventralex st mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the recurrent hernia after the ventralex st allegedly failed and to remove the ventralex st, which was infected. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with large incarcerated ventral hernias and underwent open repair with the implant of two sepramesh ip meshes (device #1, device #2). Per operative notes, " several small defects and a large defect was encountered. A piece of (sepramesh ¿ device #2) mesh was sewn to another piece of (sepramesh ¿ device #1) mesh using sutures. The mesh was tacked using multiple spiral tacks." (B)(6) 2008 - patient was diagnosed with incisional site wound dehiscence. (B)(6) 2008 - patient was diagnosed with large ventral hernia with chronic abdominal wound and underwent incision and debridement of abdominal wall with placement of vacuum assisted closure. Per operative note, ¿there was no mesh exposed¿. (B)(6) 2009 - patient was diagnosed with enterocutaneous fistula with infected abdominal wall mesh and underwent open repair for the removal of infected mesh. Per operative notes, "the mesh was separated from the underlying bowel, and enterocutaneous fistula, which was adherent to the overlying mesh, which appeared to have eroded into the bowel. The spillage of bowel contents were controlled by clamps. The mesh was separated and able to be remove all of the mesh. A synthetic mesh was placed to repair the hernia." (B)(6) 2010 to (B)(6) 2015 - patient visited to hospital for abdominal pain. (B)(6) 2015 - patient was diagnosed with recurrent incarcerated incisional hernia and underwent open repair with the implant of ventralex st (device#3) and phasix st (device#4) meshes. Per operative notes, " the posterior fascia in the left side was quite weak, and bowel was herniating through the posterior fascia, which was reinforced with a piece of ventralex st large size umbilical hernia plug (device#3) and sutured. Placed a phasix st (device#4) with the coated side facing the posterior sheath and secured with absorbable tacks.¿ (B)(6) 2016 to (B)(6) 2016 - patient visited to hospital for abdominal pain, abscess, infection and placed several drains. (B)(6) 2016 - patient was diagnosed with chronic infection and underwent open repair for the removal of ventralex st (device#3) and phasix st (device#4) meshes. Per operative notes, "there was a chronic seroma cavity with some fibrinous debris and presence of the previously placed phasix st mesh. Once the cavity was fully defined, the mesh was removed. However, there was a large piece of mesh that was still present and came out as a sheet and there some additional pieces of mesh that had partially broken down and was pulled out and the fibrinous debris was carefully debrided.¿ (B)(6) 2016 to (B)(6) 2018 - patient visited hospital for the abdominal pain. Attorney alleges that the patient had abscess, adhesions, bowel/intestinal perforation, emotional injuries, fistula, infection, hernia recurrence, seroma and incision and debridement of abdominal wall with placement of vacuum procedure on (B)(6) 2008 and in 2016.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported. To date no medical records have been provided. The information provided alleges the patient experienced hernia recurrence and infection. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of an incisional hernia, a ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the recurrent hernia after the ventralex st allegedly failed and to remove the ventralex st, which was infected. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.